Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, disability and impairment.

Manufacturer narrative:
The same was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the ajust sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforation or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received the patient has experienced burning, frequency, urgency, infection, inflammation, mesh erosion, mesh extrusion, thickened epithelium with mesh exposure, pain during intercourse, pelvic pain, scarring, vaginal discharge, mesh complication, dyspareunia, cystocele/rectocele (prolapse), vaginal wall prolapse, mixed urinary incontinence, blood loss, palpable mesh (foreign body in patient), scarring, adhesion, itching, hot flush face, pain, nausea, sensation of being hot, leakage, elevated blood pressure, deep vein thrombosis, suture extrusion, leukocytes/blood/nitrites in urine, overactive bladder, low back pain, breakdown of perineal body, urinary tract infection, burning sensation, muscle spasm, straining to void, aching, urinary retention, sensation of vaginal bulge (foreign body sensation), fever, abdominal pain, joint pain, arthralgias, depression, insomnia (sleep disturbance), anxiety, erythema, tenderness, nocturia, difficulty emptying bladder, fatigue, swelling, decreased appetite, vomiting, discharge, dysuria, ambulation difficulties, rash, muscle pain/weakness, urethral stricture, vaginal epithelium constriction, bladder dysfunction, elevated post-void residual, tissue induration, scar tissue, non-surgical and additional surgical interventions.